Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with delivery dual bolus. It was reported that the pump was suspending itself. The customer's blood glucose level was reported to be good. It was reported that the pump had keypad lock that made it no possible to suspend pump manually. It was reported that nothing would be replaced or returned at this time. No further information provided.